Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.0/+1.0/103 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved. The cause of the event is listed as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens surface. Claim#: (B)(4).